Event description:
The reporter indicated that during the last follow up visit, both the in-clinic and transtelephonic, showed ddd programming and behavior on ECG. The most recent in-clinic visit showed vvi pacing. Inquire, and subsequent inquire, telemetry and print showed no sign of early replacement indicator. Yet, last programming was ddd. Device seems to have reverted to the eri (early replacement indicator) mode, without the magnet or inquire flags.